Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preparation for a high risk percutaneous coronary intervention procedure, the automated impella controller alarmed for "battery fault". Abiomed supported provided guidance over the phone for the procedure of activating the battery switch underneath the console. After pressing the switch, the error message disappeared. There was no reported harm or injury to the patient.